Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and dysfunctional uterine bleeding ("dub") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis, abdominal pain and weight loss. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included pregnancy with depo-provera. Concurrent conditions included anxiety, panic disorder, depression, human papilloma virus infection, hiatal hernia, menorrhagia, gerd, ovarian cyst, vaginal bleeding, dermoid cyst of ovary, pap smear abnormal, menometrorrhagia, pain ankle, menorrhagia and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal distension ("bloating") and device expulsion ("right tube was left attached to the uterus"). The patient was treated with surgery (thysterectomy with bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysfunctional uterine bleeding, pelvic pain, abdominal distension and device expulsion outcome was unknown. The reporter considered abdominal distension, device expulsion, dysfunctional uterine bleeding, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2010 and (B)(6) 2010) and explant date ((B)(6) 2016 and (B)(6) 2016,) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, bloating and device expulsion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: dub and bloating. Event per mr: right tube was left attached to the uterus. Event perforation organ updated to uterine perforation. Medical history and concurrent condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.